Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia to 320 mg/dl after running out of insulin and not performing a supply change, then contacted support for education on supply change steps and planned to allow the device to bring glucose back into range. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no hospitalization, and continued use of the ilet without reverting to alternative therapy. Investigation included troubleshooting and user education regarding supply change procedures. Investigation of this case revealed user-related supply depletion with delayed supply change, and the device was reported to be functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to maintenance and supply management.